Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced intermittent audio alert and an adverse event. Patient reports that she was sleeping when her blood glucose (bg) started dropping. Patient's husband woke up from an alert on his follower application. Patient's husband treated patient with ten (10) sugar pills and a glass of orange juice. Patient remained lying in bed. Patient started to feel better "little by little." Patient's husband checked patient's bg and the value was 159 mg/dl. Patient alleges that she was not alerted by the receiver. Additionally, the patient tested the alert function of the receiver and the audio alert did work. The alert setting was turned on for the alert that was missed. At time of contact, patient is doing well. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The case was opened for internal inspection and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.